Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported, that while the patient was walking, he suddenly felt lightheaded, dizzy, then fainted and hit the ground. The patient was able to stand up and go home. The patient took a fingerstick test and the bg was 151 mg/dl. The patient could no recall the cgm value when he fainted, but when he checked the bg after returning home, it was approximately 260 mg/dl. Although, the bg was slightly hyperglycemic, he took carbohydrates. The patient decided to go the ER to be checked and was accompanied by his wife. There, the patient was given IV for fluids. Doctors did a CT scan, EKG, and bloodwork and the results were all fine, so the patient was discharged the same day. The patient was told by the doctor that he may have taken too much insulin so his numbers may have come down too rapidly. The patient decided to change the sensors when he got home from the ER. At the time of the call, the patient was fine/stable and hyperglycemic with cgm 262 mg/dl and bg 280 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.